Event description:
Allegedly, pt had non-union of mid-shaft ulna (2 yrs since initial trauma). Graft resorbed. No sepsis cultured. There is no microbiological evidence of sepsis from intraoperative specimens.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country.